Event description:
The customer observed falsely decreased architect tsh result for one patient. The following data was provided: sample ID (B)(6) initial result was 1.71, repeat was 2.54 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier- patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased tsh results on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found a leaking wash zone 2 vacuum vessel and replaced the vacuum vessel rebuild kit (rohs), part number 7-77712-03, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the part was replaced. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.